Event description:
It was reported that during use on a patient this 980 ventilator alarmed and went into backup ventilation (buv).  The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. The h3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient this 980 ventilator alarmed and went into backup ventilation (buv).  The device was not available for evaluation. The reported issue was addressed remotely. The reported issue of unit entered backup ventilation was confirmed from memory with the codes expiratory motor current oor and inspiratory psol current out of range. Technical support personnel contacted the customer via phone call and troubleshooted the unit over the phone. It was found that the unit had a damaged exhalation flow senor (evq) due to bent thermistor as secondary issue. To solve this secondary issue the damaged evq was replaced and customer performed calibration. Customer ran extended self test (est) and short self test (sst) and found the unit passed all test without any error observed. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.